Manufacturer narrative:
Follow-up # 1 ¿ (08/01/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at approximately 7:30am. The patient reportedly tested on the subject meter and observed a value of ¿325mg/dl which he felt was high based on his normal readings/feelings. It is not known what range the patient considers to be normal. The patient manages his diabetes with a humalog insulin 70/25 and he reportedly took an unknown amount of insulin after obtaining the high reading at approximately 7:35am. The patient claimed that 15 minutes later he developed symptoms of ¿weakness and shaking.¿ it is unknown if the patient received any medical treatment for his symptoms. He tested his blood glucose with the subject meter after administering insulin and observed a reading of ¿50mg/dl.¿ no other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, samples were obtained from the same approved sample site. The code on the meter was set incorrectly. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.